Event description:
The customer reported that after connecting the device to the generator, the device quit working after the second seal cycle. Another device was used to complete the procedure w/o incident, but getting and reconnecting the new device caused a delay in the surgery of over 30 minutes. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.